Event description:
It has been reported that surgeon could not seat insert in tibial tray. Used a medium 9mm "a-p" lipped insert. There was no adverse consequence for the pt or delay in surgery or anesthesia time.